Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: - were there patient consequences? If yes, please explain. ¿no. H3 investigation summary : the product was returned to ethicon for evaluation. Two empty foil packets, one winding former with a needle suture combination in two sections and one needle and suture inside the winding former. Product code sxmp1b427. During the visual inspection of the returned samples, it was noted that the sutures have begun with degradation process attributed to exposure to the environment. This condition caused one needle to be detached from the suture, whereas in the other sample, the suture was broken. The foils were visually inspected, and excessive wrinkles and holes in the cavity were observed. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an open reduction and internal fixation surgery for radial fractures procedure on (B)(6) 2025 and barbed suture was used. It was found that the problem of pulling off suture needle had happened in the newly dispensed suture when it was opened to prepare for surgery. Immediately stopped using the suture and replaced it with a new one. No adverse patient consequences were reported. Additional information was requested.